Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following in regard to this complaint. Examination of the faulty sample showed that the catheter was leaking at 32,4 cm. A tear/burst with a length of approximately 5 mm was visible with the microscope. The catheter also shows a lot of occlusion at the distal part. Vygon (B)(4) conducted extensive leak testing nutriline twinflos from our stock, and all pass the test per iso 10555 part 1. This complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging, and the catheter performed without leaks for 14 days. Corrective action: no corrective action at this time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
On day 14 of use the PICC was found to be leaking. Patient outcome: line removed, new line inserted.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon for device evaluation the details will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
On day 14 of use the PICC was found to be leaking. Patient outcome: line removed, new line inserted.